Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. Retrieving data. Wait a few seconds and try to cut or copy again. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose rose to 454 mg/dl. The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a manual injection of insulin was administered via an insulin pen.